Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the depth gauge barrel is 2mm longer than expected, resulting in additional 2mm measurement when the distal hook is over the edge of bone cortice.